Event description:
It was reported that the patient presented to clinic with inappropriate atp and hv therapy for supraventricular tachycardia. Programming changes were recommended. The patient will be monitored.